Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : the screw remains in the patient.

Event description:
It was reported: "the surgeon was doing an intramedullary nailing on the left. While inserting the distal tibial screw, it got stuck. While trying to remove the screw, only part of the piece came out. The remainder of the screw is still in the patient. The surgeon made the decision to leave the screw in as opposed to risk causing harm to the patient by trying to remove it".